Event description:
Pt expired three to four hours post-op. No neurological problems were reported. Pt's history, critical left main and open-heart surgery needed; however, the pt requested elective carotid procedure first. Shortly after the procedure while in recovery, the pt became hypotensive. Atropine was administrated and no neurological effects were encountered. The pt went into cardiac arrest three to four hours post-op. Forty-five minutes of resuscitation techniques were unsuccessful.